Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the implantable cardioverter defibrillator (ICD) exhibited t-wave oversensing (twos). The ICD was removed and replaced. No patient complications have been reported as a result of this event.